Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded data log found no errors related to the complain. However, functional testing was performed and the device failed, confirming the reported event of no vibration. The root cause was determined to be a defective vibrate motor.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no vibration on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient to test the alert functionality and reported alerts were not functional.

Manufacturer narrative:
(B)(4).